Event description:
Customer's mother reported a motor error alarm while her son was sleeping. The son's blood glucose was 350 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated she was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.